Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. G4: premarket identification k061410/k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the crown showed mobility due to implant fracture. Dental implant located in position number #14 failed because it fractured at the head/neck. The doctor reports that the procedure was not concluded by placing another implant. Bone type: iii.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvh11 (impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed. Bone debris on external threads. The implants collar was fractured. A fractured screw was identified inside implant. After follow up it was confirmed that the screw fragment resulted from the screw breaking during the implant removal. DHR review was completed for the subject lot number 63638259. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63638259 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The implant was fractured at the collar. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.